Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the issue was reproduced by the medtronic representative. No parts were replaced as the issue was resolved by exiting the software and rebooting the system. No further issues were reported. System logs were also reviewed and the root cause of the reported event could not be concluded as logs showed normal behavior of the system. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system's nurse station touchscreen monitor became unresponsive.